Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the tip of vitrectomy probe was broken and fell into the vitreous cavity during the vitrectomy surgery causing the vitrectomy probe to be unable to function properly. Intraocular forceps were used to remove the broken tip. The surgery was completed on the same day after replacing the probe with another one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the complaint were reviewed by the investigation site. Image one shows a pak tray with same product and lot number reported. Image two shows a label adhered to the pak tray with the same product and lot number reported. Image three shows a probe needle on a white cloth. The reported issue was not confirmed from the photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).